Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage in the lower back. The patient underwent a revision procedure wherein two additional linear leads were implanted. The patient was doing well post operatively. Nothing was explanted during the revision.